Event description:
Pt had silicone breast implants placed in 1991. Approximately 5 years ago pt noticed capsular contraction to right breast. Contraction stable over several years, no evidence of calcification to capsule via mammogram studies. On (B)(6) 2016 patient scheduled for bilateral breast implant removal with right breast mastopexy and left breast reduction. Thick, pasty peri-prosthetic material was found during surgery. At this point surgery plan was changed to bilateral breast implant removal with complete right breast capsulectomy. Peri-prosthetic material was sent in for pathology.